Event description:
It was reported that the charger did not illuminate its status light and was believed not to be charging the ilet device, while the ilet displayed a full battery and continued to function without alerts or alarms. Symptoms included no adverse clinical effects and no changes in blood glucose levels. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included collection of use information and return of the charger for evaluation. Investigation of this device revealed no charger performance issue without impact on device operation or glycemic control.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.